Event description:
It was reported that stent migration occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. A 4.00 x 24mm synergy ii drug-eluting stent was advanced for treatment; however, the device failed to cross the lesion and stent migration occurred due to calcification. The stent strut was caught. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: synergy ous mr 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that, stent struts on the 4th proximal stent strut row were lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6).

Event description:
It was reported that stent migration occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. A 4.00 x 24mm synergy ii drug-eluting stent was advanced for treatment; however, the device failed to cross the lesion and stent migration occurred due to calcification. The stent strut was caught. The procedure was completed with another of the same device. No patient complications were reported.